Event description:
A report was received that the patient was experiencing burning type pain underneath the ipg site. The patient had fallen on her back and ever since then she had pain. The patient does not experience constant pain. The physician believes, it was a deep muscle bruise and was not device related. The patient was given an steroid injection. The patient was not experiencing the burning type pain after the injection and was reportedly doing well.

Manufacturer narrative:
This is the final report.